Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in canada, two valves were implanted in the same position, on the same day. A 23mm sapien 3 ultra valve and a 23mm sapien 3 valve were implanted in aortic position by transfemoral approach.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.